Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen on (B)(6) 2025. On (B)(6) 2025, it was reported that the patient experienced inaccurate cgm values. The day of the event the patient experienced feeling nausea, vomiting, and had loss of appetite. The cgm reading was 300 mg/dl, but no fingerstick was taken at that moment. The patient was brought to the hospital with her daughter, and when a fingerstick was taken the cgm reading was 300 mg/dl, and the blood glucose reading was 560 mg/dl. The patient was treated with intravenous fluids. The patient was discharged after 3 days. There was no documentation of further medical evaluation or intervention. At the time of the report the patient was stable. No data was provided for evaluation. The allegation and a probable cause could not be determined. There was not a complete set of reported glucose values available to search within the parkes error grid calculator was taken prior going to emergency room. When the patient was brought to the hospital, the reported glucose values fall within the b zone of the parkes error grid was taken upon the arrival at the emergency room. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia.